Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to inspect and clean the pump, remove an o-ring from the pneumatic tap, and complete the load process following on-screen instructions. The process was successfully completed, and the customer resumed insulin therapy.